Manufacturer narrative:
This report is a duplicate to MFR 3006630150-2021-03555.

Event description:
It was reported the patient had an infection at an unspecified location. The patient underwent an explant procedure and was placed on antibiotics. The physician assessed that the infection was not device related; however, once the device was removed infection was no longer detected. The patient will be implanted again at a later date. No further information has been obtained despite good faith efforts.

Event description:
It was reported the patient had an infection at an unspecified location. The patient underwent an explant procedure and was placed on antibiotics. The physician assessed that the infection was not device related; however, once the device was removed infection was no longer detected. The patient will be implanted again at a later date. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Based on all the available information, engineers were not able to determine the cause of the reported infection. Product investigation of the sc-1216, serial (B)(6) and the sc-4319, lot 26248529 revealed no anomalies; with inspection of the devices sc-2408-56, serial (B)(6) also revealing no anomalies aside from a clean-cut which is a result of a typical explant procedure and is not considered a failure. However, review of the instructions for use (IFU) identified infection as a known possible surgical procedural risk involved with being implanted with the spinal cord stimulation (scs) system.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7072772. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7071943. Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: na, batch:26248529.

Event description:
It was reported the patient had an infection at an unspecified location. The patient underwent an explant procedure and was placed on antibiotics. The physician assessed that the infection was not device related; however, once the device was removed infection was no longer detected. The patient will be implanted again at a later date. No further information has been obtained despite good faith efforts.